Manufacturer narrative:
This part is not approved for use in the united states; however, a like device catalog # 869-021, 510k # k040962 was cleared in the united states. (B)(6); (revision surgery, non-union). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis for this procedure: kyphosis, revision surgery: re-fixation surgery due to rod breakage it was reported that on an unknown date post-op, the rod broke. Correction fusion was performed at t6-s2 (l2/3, l2/3: tlif). After the surgery, posterior fusion was performed at l3-s2 (l5/s: tlif). Revision surgery was performed for rod breakage at left between l3 and l4. The product came in contact with the patient. No fragments of the product remained in the patient. No patient complications were reported. Left rod fractured after fixation at l3/2. Segmental screw insertion was performed. Revision:cut the fractured rod and connected rod with the connecter. The surgeon told the rod fracture was due to uncompleted bone union at l5/s.

Manufacturer narrative:
Product analysis:visual review confirms rod breakage. Significant fracture surface damage and smearing noted. Microscopic examination of the undamaged areas of the fracture surfaces identified a fairly flat fracture surface with gently convex progressive striations through the cross-sectional area of the rod, which are indicative of cyclic fatigue. Dimensional inspection rod diameter confirms conformance to print specification. No material damage noted on adjacent surface to crack propagation which could contribute to crack propagation. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant. The above observations are consistent with cyclic fatigue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.